Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not power on. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was determined likely to be due to the processor u39, on the main pcb assembly. The customer's device was archived by stryker.

Event description:
A customer contacted stryker to report that their device would not power on. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no patient involved in the reported event.